Event description:
It was reported the pt has not charged his ipg for over a year. The pt's ipg was explanted and replaced with a new ipg.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.